Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2022-00424 was sent in error. Damaged / deformed product - device is not operable (associated defect cannot occur during use¿ie¿crushed injector) is not considered to be a reportable malfunction. MFR#: 3003152976-2022-00424 is void as a result.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) tip was found deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about a deformed injector. According to the customer's report, the injector tip was found to be deformed as if it were crushed by something."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) tip was found deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about a deformed injector. According to the customer's report, the injector tip was found to be deformed as if it were crushed by something."